Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit overheated. It was further reported that the unit intermittently shuts down.